Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms which were not reproduced during the eval. Downstream occlusion tests were performed with the device passing. The device was calibrated to ensure continued accurate detection.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.